Event description:
Name of procedure: left salpingectomy oophorectomy. Event description: my account, has a box of cd001 with the lot number 1419756, in which 2 of the bags did not deploy correctly and upon deploying, the bag came off the metal prongs. I¿d like to send the box back and replace if possible. The prongs were exposed inside the patient. Multiple attempts were not made to advance the actuator. There was no patient injury, the case was completed with a competitor device. Product not available for return. Patient status: no patient injury. Type of intervention: the case was completed with a competitor device.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: left salpingectomy oophorectomy. Event description: my [the rep's] account, [name of facility] has a box of cd001 with the lot number 1419756, in which 2 of the bags did not deploy correctly and upon deploying, the bag came off the metal prongs. I¿d like to send the box back and replace if possible. The prongs were exposed inside the patient. Multiple attempts were not made to advance the actuator. There was no patient injury, the case was completed with a competitor device. Additional information was received via email on 11feb2022 from applied medical account manager I there was no difficulty or drag in deploying the actuator. Product not available for return. Patient status: no patient injuries, patients ok. Type of intervention: the case was completed with a competitor device.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction was made to h6- component codes by changing 504 - prong to 553 - bag.